Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex clear pvc, oral/nasal, profile soft seal cuff tracheal tube "the 15mm connector was cracked just above where it fits into the endotracheal tube". The event occured on a patient intubated at cardiac arrest that went from manual bagging to a ventilator. Reporter immediately noticed inadequate ventilation and went back to manual bagging. No further adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for evaluation. The sample was received in used conditions without its original packaging. The device was visually inspected at a distance of 12" to 16" and normal conditions of illumination. A damaged connector was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root causes are: the product become damaged after it left the shm facilities. Lack of detection by production personnel. The following action was taken as a result of the complaint: retraining to the production personnel was conducted by the quality engineer on (B)(6)2019.